Event description:
On 02/03/2025, a sales representative reported via (B)(4) that an abs-2010-ot intraosseous bioplastys tip of the decompression device broke. This occurred during a hip iobp procedure on (B)(6) 2024, when the device broke off inside the patient and could not be retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6, h11 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is misuse due to the excessive force used to pry and/or leverage the device.